Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on stored egm when an asymptomatic patient presented in clinic during follow up. The patient did not receive any therapy during oversensing. Programming changes were made and there were no more episodes of oversensing. Patient's condition was fine.